Event description:
Surgeon was using the mitek 60 degree suture grasper during a right shoulder arthroscopy with rotator cuff repair when the tip of the grasper broke. All pieces were accounted for when the instrument was removed from the patient's shoulder.====================== health professional's impression======================unknown====================== manufacturer response for suture grasper 60 degree, depuy mitek======================manufacturer provided rga# for product return evaluation.